Event description:
It was reported that when a patient presented in clinic, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.